Event description:
It was reported 3 bd syringe 3ml ll 24x1in tw india had foreign matter. The following information was provided by the initial reporter: "non sterile bd 3mls syringes 3 nos, found with foreign bodies.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 12/9/2021 h.6. Investigation: three samples were received by our quality team for evaluation. The team observed jagged holes on the bottom web and particles inside the package. The black particles, which could be sand particles were observed inside the syringe product and at the corner of the blister package. A device history record could not be evaluated as the lot number is unknown. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 3ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance.

Event description:
It was reported 3 bd syringe 3ml ll 24x1in tw india had foreign matter. The following information was provided by the initial reporter: "non sterile bd 3mls syringes 3 nos, found with foreign bodies."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.